Event description:
It was reported the merlin pacing system analyzer exhibited burnt leds, damaged cables, and a damaged, corrosive, rusty battery compartment. There was no patient involvement.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: g2 should have been selected and h6 problem identified before clinical use/exposure should have been selected instead of no health consequences or impact.